Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed that the defib conductor was distorted. Full lead was returned and analyzed.

Event description:
It was reported the lead was attempted but not used as the svc coil appeared "irregular" after the first implant attempt. In addition, it was noted the patient's anatomy was tortuous. No patient complications have been reported as a result of this event.